Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 41622. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: 4/3/2024. One device was received for evaluation. Visual inspection found the device to be in used condition. A ¿system fault 41,622¿ alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem, along with a degraded dso sensor and optic switch. It was determined that the defective optic switch was the root cause and was replaced. Additionally, the dso sensor was also replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.